Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger (serial#; (B)(4) found that the connector was broken and the cable assembly was replaced.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient's recharger was not charging. The metal tip of the connector pin on the desktop charger broke about one year to the report. An implantable neurostimulator (ins) overdischarge was suspected. Patient compliance was the primary reason for overdischarge. The patient last felt stimulation over 12 months prior to the report. The patient's last successful recharging session was about a year prior to the report. Upon return of the desktop charger to repair it was found that the connector was broken. The cable assembly was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.